Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the patient complained about poor physical condition due to low blood pressure. It was shown that the right atrial (ra) lead's helix may have caused a perforation which lead to pericardial effusion. The lead was implanted and remains in use. No further patient complications have been reported as a result of this event.